Event description:
A minimum fill notification was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer attempted to load a new cartridge and was instructed by technical support to remove the pump from its case and clean the pneumatic tap area. Reloading the same cartridge resolved the issue, and the customer successfully resumed insulin use.